Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient underwent a surgical procedure for an intrathecal drug pump placement, and the scs ipg was not set to "surgery mode". The patient has been unable to connect to the scs ipg since the procedure. The scs patient controller displays the message "cannot connect to generator. A problem has occurred that cannot be repaired." Surgical intervention may be necessary to address the issue.

Event description:
Follow up information received identified the patient's scs igp was replaced with a new one. Stimulation therapy was restored postoperatively.